Event description:
It was reported that PICC team was called to assess a PICC because staff noticed the PICC was leaking when the PICC was flushed. PICC was assessed. Noted that at 15cm external length the normal saline was leaking out there when the PICC was being flushed. On close inspection it is noted there was a kink under the dressing where the PICC is leaking. The PICC line was removed. Reached the patient inconvenient, no harm reported. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.